Manufacturer narrative:
(B)(4). A labeling review was performed and the labeling was found to be adequate and sufficient.

Event description:
A customer reported to baxter (B)(4) a one-link needle free IV connector in which a nurse attempted to give an infusion of albumin and it would not run. According to the report, the nurse changed the one-link and the intravenous site but it would not run. She took the one-link off and directly hooked it up, and the infusion ran fine. The alleged defect occurred during patient use. There were no reports of patient injury, medical intervention, or adverse events related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.